Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated surgery in 2020 and was later unable to communicate with external devices. Patient is unsure if surgery mode was turned on prior to the surgery. Additionally, patient experienced ineffective therapy. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.